Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: fracture compaction t12 level level implanted: t12 it was reported that intra-op, balloon exploded into the vertebra during deflation. After being inflated, the contrast liquid diffused into the vertebra. The product came in contact with the patient. No patient symptoms or complication were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed only one of the ibt was returned out of the kit. Optical examination of the ibt balloon identified a puncture at the tip of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.